Event description:
The site reported the following: a (B)(6) year old male pt had a total occlusion in the anterior tibial artery (at) with no flow to his foot. The lesion was described as severely calcified with moderate vessel tortuosity. A jetstream 1.6 catheter with a jetwire guide wire was used for less than 3 minutes to make 2 passes through the at lesion. The operator removed the jetstream catheter and was preparing to perform a balloon angioplasty. When he removed the wire he realized that the tip of the wire was sheared off. A small piece of jetwire remained in the at. The operator attempted to snare the piece several times without success. He then placed a stent, pressing the retained piece of wire up against the vessel wall in the at. The pt still had static flow after the lesion was treated. Pt is reported to be doing fine; however, he needs to be re-evaluated for further treatment.

Manufacturer narrative:
The site did not return product for eval.